Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific device tracking received a form from the patient. The patient provided the implant site became infected. The icm device was subsequently removed. No other devices are expected to be implanted at this time. Device has been requested to be returned for analysis. No additional adverse patient effects were reported.